Event description:
The customer reported that while administering heparin to a patient, the product leaked, causing the doctor to be unsure how much medication was actually delivered. There were no patient complications.

Manufacturer narrative:
(B)(4).